Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an internal short through the computer/analog board. The root cause for the internal short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.